Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a rep met with the patient on (B)(6) and changed the temp/speed recharge setting to adjust for time charging; it was noted that the issue was resolved. The rep said they gave the patient new programs as well. The rep stated the patient left very optimistic and they were planning on using the system for a month before following up with the rep again. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The non-malignant pain patient reported through a manufacturer representative (rep) that it was taking too long to recharge their implantable neurostimulator (ins). The patient reported they were still having issues since replacing their recharger telemetry module (rtm) in (B)(6) 2018. It was noted the patient was not using their ins as often due to it taking too long to recharge the device. Troubleshooting performed at the time of report indicated the rep was able to get excellent coupling while on the phone with a nearly depleted patient controller. The rep responded via email on january 20th that they had no problem connecting and getting excellent coupling at the time of their call with the patient. The patient hadn¿t called them back to meet at her next follow up. At this time it was unknown if it was resolved. They used education about good charging habits for actions taken to resolve their issue. The cause and outcome were unknown at this time. There were no complications reported or anticipated.